Event description:
Revision occurred approximately 8 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to infection at the implant site. A 36 mm centered glenosphere and a 36 mm + 3 humeral stability cup were explanted. These items were replaced with a 36 mm centered glenosphere and a 36 mm + 6 humeral stability cup.

Manufacturer narrative:
Revision occurred after 8 weeks due to infection at the implant site. No actual, implied, or suspect link to fx product.